Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer administered a manual insulin injection to address elevated blood glucose. Customer¿s blood glucose was 375 mg/dl. Customer reported diabetic ketoacidosis and was hospitalized on (B)(6) 2020 and treated with intravenous fluids. Customer was discharged from the hospital on (B)(6) 2020 with no permanent damage. System check was performed with tandem technical support and pump was operating as intended.